Event description:
Received thermage facial treatment for preventative maintenance for face as a birthday present. Face is well cared for and has had no sun for the last 20 years and only minor sun exposure for the 10 years prior, now face looks at least 10 years older. Except for some minor light acne scars, face was extremely good condition with absolutely no issues around the eye area. Results after 6 months are loss of face shape with dropped cheeks, hallowed eyes with dark circles and wrinkling underneath, orange peel facial texture, cystic acne breakouts, deep milia cysts, original acne scars are significantly noticeable now, creepy lines all over face, facial surface looks like a prune in areas, bags under eyes now (right eye particularly), swelling under right eye every morning now, prominent swollen or fat pad areas showing under right eye now from surrounding fat loss. Damaged facial tissue due to thermage procedure. Was not discussed appropriate info to make informed decision.